Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the reported event. Treatment was not reported. The nurse stated that the event was unrelated to the baxter products. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers: gd892224 and gd892216. No exceptions were observed that were related to the reported condition. The problem was not confirmed as the sample was not returned for evaluation. Therefore the cause of the peritonitis could not be determined.